Event description:
It is reported that in 2006, during surgery, the tip of the retractor broke off. The tip of the device remains implanted in the pt.

Manufacturer narrative:
This report will be amended when our investigation is completed.